Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed records of power on reset events. On examination, the battery compartment was found to be cracked from the threads to the case seal. There was visible moisture corrosion inside the battery compartment. The battery cap that was returned with the pump for investigation was intact without damage and able to secure properly to the pump and maintain electrical connection for testing. A leak test was performed and revealed moisture ingress at the battery compartment. The pump powered on for investigation and was exercised for 24 hours without power interruption. The pump was opened for investigation and did not reveal any evidence of moisture corrosion inside the pump or on the printed circuit board. The pump performed within specifications during testing. Unrelated to the original complaint, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; report of intermittent power with a crack in the battery compartment and moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.